Manufacturer narrative:
An RMA was issued to the customer requesting to have the large hem-o-lok clip applier instrument returned, however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. A log review was performed for the large hem-o-lok clip applier instrument reported in this complaint (pn: 470230-12/n101911040114) and the following was found: the instrument was last used on (B)(6) 2020 on sk1784. The instrument had 54 uses remaining, and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. No photo, or video was provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: deficiencies in clip application may lead to inadequate hemostasis. While there was no harm, or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the large hem-o-lok clip applier instrument was unable to work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the customer stated that the universal surgical manipulator (usm) 4 led was flashing an orange light, and they were unable to override the failure. The instrument was inspected prior to use. It was noted that the issue occurred while the surgeon performing ligation of the azygous vein with the instrument, using a standard clip. The surgeon confirmed that the clip did not close the vein. It was confirmed that the jaws of the instrument were wide open, and were not stuck on tissue.

Manufacturer narrative:
61 intuitive surgical, inc. (Isi) received the large hem-o-lok applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have multiple input disks broken and cracked. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft. The root cause of this failure is attributed to mishandling/misuse. Additional functional testing of the instrument could not be performed due to the condition of the returned item.

Event description:
Refer to h10/h11 for follow-up information.